Event description:
Same case as: MDR ID 2134265-2012-05216. It was reported that during a rotational atherectomy treatment procedure, resistance was encountered. The rotablator system was in dynaglide mode when the physician introduced the 1.25mm rotablator rotalink burr into a 3.5 runway cls guide catheter and encountered resistance. It was noted that the burr scraped some inner lumen of the guide catheter thus creating the obstruction experienced by the physician while trying to advance the burr. The guide catheter was removed with no problem. No patient complications were reported. A different guide catheter was used to complete the procedure.

Manufacturer narrative:
Device evaluated by material: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).